Event description:
It was reported to philips that device has faulty capacitor. Patient involvement information is currently unknown, but no reported adverse event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Per email response attached "these capacitors were purchased as stock items, no directly affected units involved." This is a duplicate of pr 2632607/source case 0120604114 that was opened for a supply order regarding an identical product modality, serial number, reported problem, and become aware date. Therefore this complaint is re-identified as non-complaint and this child report is non-reportable and is hereby cancelled.

Event description:
It was reported to philips that these capacitors were purchased as stock items, no directly affected units involved. Patient involvement information is currently unknown, but no reported adverse event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Manufacturer narrative:
Per email response attached "these capacitors were purchased as stock items, no directly affected units involved." This is a duplicate of pr 2632607/source case 0120604114 that was opened for a supply order regarding an identical product modality, serial number, reported problem, and become aware date. Therefore this complaint is re-identified as non-complaint and this child report is non-reportable and is hereby cancelled.

Event description:
It was reported to philips that these capacitors were purchased as stock items, no directly affected units involved. Patient involvement information is currently unknown, but no reported adverse event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.